Event description:
This report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was not displayed one to two minutes after it was inserted into the bile duct. The screen repeatedly turned gray and dotted, and there were repeated disruptions while performing electrohydraulic lithotripsy (ehl). The spyscope ds ii was removed and reinserted back into the controller, the power was turned off and on again; however, the problem persisted. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2022. During the procedure, the image of the spyscope ds ii was not displayed one to two minutes after it was inserted into the bile duct. The screen repeatedly turned gray and dotted, and there were repeated disruptions while performing electrohydraulic lithotripsy (ehl). The spyscope ds ii was removed and reinserted back into the controller, the power was turned off and on again; however, the problem persisted. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: investigation results the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover has minor finish scratches. A functional evaluation noted that the catheter interface contacts have unknown contamination. The contacts require replacement to restore video. Per the evaluation conducted by enercon technologies, the reported complaint was confirmed. It is likely that the reported event could have been caused by factors related to wear and tear, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance.